Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? N/a. The issue was before the stapler was fired. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? N/a. The issue was found while loading. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? It was harder to load the reload than normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. The reload wasn¿t used. Was there any difficulty removing the device from the tissue? N/a.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, a black reload was used once and on the second black reload it would not load properly. After investigation, the bottom metal part of the reload was not securely attached to the black plastic. Case completed with another black reload of the same product code. There were no patient consequences.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, a black reload was used once and on the second black reload it would not load properly. After investigation, the bottom metal part of the reload was not securely attached to the black plastic. Case completed with another black reload of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? N/a. The issue was before the stapler was fired. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? N/a the issue was found while loading. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? It was harder to load the reload than normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a the reload wasn¿t used. Was there any difficulty removing the device from the tissue? N/a.